Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) facility. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope was incorrectly reprocessed. It was reported the facility did not routinely perform concentration checks for the endoscope reprocessor, and acecide was replaced after 5 days had passed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.